Manufacturer narrative:
Device evaluation: software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.

Manufacturer narrative:
No evaluation has been performed as the resolution was confirmed on-site. No parts have been returned to the manufacturer for evaluation. Resolution was confirmed on call.

Event description:
A site representative reported that while in a spinal fusion case, the navigation system experienced a software freeze in the verify instruments task. The representative reported that it was not possible to get the system to respond to any gestures in the software. The system was set up approximately an hour in advance in the verify instruments task, but then the unresponsive issue occurred. The system was rebooted and the issue resolved. There was no delay to the procedure or impact on the patient outcome. The case was completed with navigation and imaging.